Event description:
Approximately 30 minutes left during treatment patient complained of cramping and nurse gave bolus of saline. While the solution was clear nurse stated she observed a clot in the venous line travel past the clamp box. Stated she clamped the patient line, the clot did not enter the patient. No further intervention needed after clamping the patient blue end of bloodline. Per facility policy the machine was not pulled from service. No additional information provided. Other devices used: surdial dx hemodialysis machine, product code: mc+sdx01, serial#(B)(6). Optilflux dialyzer: unknow code, unknown lot#.